Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the circumstances that led to the ins being down to 40% they reported that after positioning the recharger (paddle) in various locations over the implanted stimulator, they could not get an "excellent" reading. As the steps taken to resolve the issue, they contacted manufacturer and was sent a new recharger. The new recharger was working very well. The issue was resolved, the new device (paddle) was working very well.

Event description:
It was reported that they could not get a charge. Patient (pt) said that the controller didn't charge all the way and the paddle didn't hold a charge. Pt said that they charged the day before yesterday. Agent understood that the pt was referring to the implantable neurostimulator (ins). Pt said that the ins was down to 40% which was unusual and when they tried to charge, they couldn't get a reading. Pt said that the ins usually charged quick but they had issues locating the ins with the recharger. Agent had the pt reset the controller and then unlock the controller. The controller connected to the ins without any issues. The controller was at 80% and the ins was at 50%. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent. The controller then beeped almost instantly and pt saw poor recharge quality. The charging kept bouncing between excellent and poor. The issue was not resolved. Agent sent a request to repair to replace the recharger. When asked for the event date, pt said that it had been a little bit and they would even say that it had been a couple weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.